Event description:
It was reported that the temperature pacing electrode did not work.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Review of the catheter indicated the complaint was unconfirmed, the complaint sample does not exhibit the failure condition alleged by the complaint. Potential causes of failure: ¿operator error ¿incorrect electrode dimensions, wrong crimper jaws used, equipment malfunction ¿operator error, handling ¿crimp machine out of adjustment or malfunctioning ¿splice machine out of adjustment or malfunctioning, splice band material defective ¿no continuity ¿splice bands/circuit wires touching within mold, circuit wires touching within shaft ¿broken wires caused by: incorrect molder settings, improper placement of bifurcation into mold, handling ¿improper splice / improper contact between circuit wire and electrodes ¿broken wires, non-stripped wires, loose crimp a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature pacing electrode did not work. Per follow up via email on 01nov2024, it was reported that the balloon would not inflate.